Event description:
A customer reported a malfunction on their insulin pump, identified by a malfunction code indicating a momentary power loss to the vibrator motor. Despite this issue, there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, with the help of the patient¿s brother, nasir wilkes. The issue did not recur after the reset, and the customer continued to use the pump while acknowledging the instructions to contact support again if needed. There was also communication about a pending supply order follow-up requested by the customer. No additional information was received about the outcome of the event.